Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the vessel sealer extend (vse) instrument did not move properly in the direction that the surgeon commanded. The user completed the procedure, and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found that the customer reported the issue on device tip does not move. The instrument had a bent main tube at the midpoint, which affected proper jaw movement. The instrument's main tube was dislodged, with metal tabs displaced from distal end slots, resulting in imprecise motion. The instrument showed imprecise motion during manual articulation due to a bent main tube. While the grip tips moved within limits and in the commanded direction, a noticeable lag or delay was observed in wrist movement. The instrument had a dislodged snake wrist with misaligned disks and damaged wrist cables. The wrist assembly was not straight but could still advance through a cannula. The probable root cause of a bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the master tool manipulator (mtm) and main tube. The probable root cause of the dislodged snake wrist is attributed to the damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces.